Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the up button was not responding. Insulin pump will be replaced.

Manufacturer narrative:
Additional information was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported that the customer's blood glucose was 7.9mmol/l.